Event description:
It was reported in clinic notes that the patient was referred for replacement due to their 'pulse width poor function.' The notes indicate the patient experienced throat irritation and coughing which was improved by lowering the pulse width. Therefore the reported reason for replacement of 'pulse width poor function' was likely referring to the throat irritation and coughing experienced by the patient. No known relevant surgical intervention has occurred to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.

Event description:
Information was now received that the patient's generator has been replaced due to prophylactic reason and the device has been discarded. No additional relevant information or explanted prodcut has been received to date.